Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and prolapsed leaflets. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. On (B)(6) 2024, the patient returned to the hospital due to dyspnea. Imaging showed mr had increased to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient anatomy and image quality of the equipment. The reported slda was due to patient morphology/pathology (massive prolapse on the posterior leaflet). The reported patient effect of worsening mr appears to be related to the slda. The dyspnea appears to be cascading effects of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were results of case specific circumstances as two additional clips were implanted to stabilize the slda clip, the patient returned to the hospital 8 months later due to the patient effects, and surgery was performed. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 4582 was removed. Code 4451, 1816, 4624, 4607, and 22 were added.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient anatomy and image quality of the equipment. The reported slda was due to patient morphology/pathology (massive prolapse on the posterior leaflet). The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and prolapsed leaflets. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.